Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the reported issue was confirmed. The downstream occlusion sensor will be replaced to address this issue.

Event description:
It was reported that the showed, "cassette incorrectly attached," during routine preventative maintenance testing. There was no patient involvement. Evaluation of the returned device confirmed that the downstream occlusion sensor was faulty.